Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The facility rep stated that the device was available for evaluation. A sample return kit was sent to the facility and is pending return. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a balloon expandable stent in to the left pulmonary artery, it was alleged that the stent prematurely dislodged at the hemostasis valve of the sheath. Reportedly, another balloon expandable stent was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 6mm x 18mm balloon. The stent was dislodged proximally; the stent was found to be dislodged up the device catheter shaft, and was able to move freely, therefore a measurement of where the stent was dislodged to could not be accurately taken. The balloon was examined under magnification (32x) and stent crimp marks were visible on the balloon. This indicates that the stent was crimped on the appropriate balloon location during the manufacturing process. No other anomalies were noted. Functional/performance evaluation:functional testing could not be performed as the stent was loose on the device. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The device was examined under magnification, and the stent was found to have been dislodged proximally up the catheter, confirming the investigation for reported stent dislodgement. The definitive root cause for the dislodgement could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: should unusual resistance be felt at any time during the insertion process, do not force passage. If resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. During implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. Precautions: inspect the valeo biliary stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and that the device dimensions are suitable for the specific procedure. Do not attempt to remove or adjust the stent on the delivery system. Stent/delivery system preparation: remove the stent/delivery system from its packaging [and remove the transport mandrel and balloon sheath from the distal end of the catheter if present]. Inspect the stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a balloon expandable stent in to the left pulmonary artery, it was alleged that the stent prematurely dislodged at the hemostasis valve of the sheath. Reportedly, another balloon expandable stent was used to complete the procedure. There was no reported patient injury.